Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The received photo shows an implanted iol on a monitor screen, there appears to be a dark line/mark near the edge of the optic. The exact location of the marks cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a small crack found to have peripherally in the lens. Additional information has been requested.